Manufacturer narrative:
Follow-up # 1 date of submission 09/29/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings:a review of the pump black box data revealed one unexplainable por event. During a visual inspection of the pump, the battery compartment was found to be cracked on the side. Moisture corrosion was observed inside the battery compartment and a leak test was performed and failed indicating a battery compartment leak. The pump was exercised for 24 hours using the returned battery cap with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or on the power circuit. Unrelated to the original complaint, the audio bolus button cover was found to be torn but the button responded appropriately to user presses.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.